Manufacturer narrative:
Titan otr pump, and cylinders 1 and 2 were received for evaluation. A separation was noted on the shorter exhaust tube near the tube/strain relief junction of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on the shorter exhaust and inlet tube of the pump. No functional abnormalities were noted with either cylinder. Tow sutures were attached to both cylinders. Based on examination of the returned product, it was concluded that while in-vivo shorter exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to separate the shorter exhaust tubing near the strain relief area of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan otr was revised due to tubing leakage.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, malfunction (tubing leakage). No other adverse patient effects were reported.